Event description:
Pt has received 6 radiation treatments for lung cancer and came in for a routine follow-up. Upon interrogation, it was discovered the device needed to be reinitialized. The first two attempts to reinitialize were unsuccessful, so the programmer was rebooted. After the programmer reboot, the device would not interrogate. After several attempts, the interrogation and reinitialization were successful. A full follow up was performed with no problems. The device will not be explanted at this time.